Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a pt. The customer also reported that the pt was hemodynamically stable. The pt was subsequently switched tot he backup freedom driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.